Event description:
Procedure; hysterectomy. According to the reporter: (B)(4). When the surgeon was suturing the vaginal cusp the needle fell out of the jaws. Opened up a third handle to complete the procedure. There was no bleeding and no extension in or time. Additional information has been requested from the facility.

Manufacturer narrative:
(B)(4).